Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump was powered on with auditory and vibratory sounds. During investigation, the display screen shows the hour glass symbol and the pump then turns off immediately. The pump is unable to maintain power. The pump was returned with moisture in the display lens. A leak test was performed and a case leak was found. The pump cover was removed and there was moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump emitted a cs 064 alarm and when the pump was rebooted the pump showed an hour glass on the screen and the pump was intermittently losing power. The reporter confirmed that there was no noted damage to the pump or battery cap. The reporter confirmed that there was no recent trauma to the pump. This report is made based on the allegation of the pump power issue.